Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced a hypoglycemic event. The patient had fallen asleep, the cgm alerted for low (40 mg/dl); however, the patient did not hear the alert as she stated her phone was covered under her bedding. Her husband woke shortly after the patient¿s alert occurred, noticed she was unresponsive, administered glucagon, and called emergency medical services (ems). The patient became responsive prior to the arrival of ems. Ems administered additional glucagon, IV fluids, and transported her to the hospital. The patient received a glucose drip while in the hospital and was released four hours later. At the time of report, the patient as at home and feeling better. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause of the alarm being inaudible is due to user error. No additional patient or event information is available.